Event description:
Per the clinic, the patient experienced poor performance and subsequent loss of connection to the internal device. It was also reported that open were noted on 14 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.